Manufacturer narrative:
Approximately 18.5 inches of the external portion/distal end of the driveline was replaced and returned for evaluation. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The metal braided shielding and bionate layers of the driveline were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The evaluation of the submitted system controller log file confirmed multiple low speed and pump stoppage events while the system was operating on the power module via grounded patient cable. Based on the manufacturer¿s complaint history and similarly reported events, the data captured in the log files appeared consistent with a potential driveline wire compromise; however, a specific cause for the events captured could not be conclusively determined through this evaluation. The patient was provided with an ungrounded patient cable and remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 7 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported on (B)(6) 2017, the patient hear a loud alarm from the system controller that resolved without intervention. System controller interrogation confirmed a pump stoppage and low flow alarms. On (B)(6) 2017, the manufacturer¿s technical service representative performed a distal end percutaneous lead (driveline) replacement. The patient was asymptomatic. No additional information was provided.